Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was received; however evaluation has not been performed yet. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, a baxter technician determined that the homechoice machine failed the return instrument test/evaluation (rite) ground bond failure test. The product analysis lab (pal) evaluated the device. External and internal inspections were performed with no issues noted. The device was determined to meet functional performance specification requirements per rite testing but failed electrical testing. During the evaluation, it was noted that the door ground wire was not connected to the main ground post. A temporary connection yielded a new resistance of an acceptable level from the door to the main ground post. Upon conclusion of the investigation, the cause of the ground bond failure was determined to be a disconnected door ground wire. The device was sent to servicing. Should additional relevant information become available a supplemental report will be submitted.